Event description:
It was reported that patient with this artificial urinary sphincter experienced recurrent urinary incontinence. The balloon was noted to be stretched out, with no leaks or holes identified. The balloon was explanted and replaced. No further patient complications were reported.